Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total pelvic exenteration, two thunderbeat devices were used. In the procedure, both the probes ware broken off. One fragment fell into the patient. The intended procedure was completed with another device. It was reported that the dropped probe would not be retrieved and user was not concerned about the dropped fragment. It is unknown which one of the two probes remains in the patient's body. The patient current status was recovering well. It turned out that three thunderbeat devices were used in this procedure on (B)(6) 2018. It was reported that an unspecified error occurred on third thunderbeat. No further information was provided. Olympus medical systems corp.(omsc) evaluated the returned third thunderbeat on (B)(6) 2018. As a result, omsc found that the coating of the grasping section was partially missing. This is the report regarding the missing of the grasping section coating for the third thunderbeat.